Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.  Clinical review: there is a temporal relationship between pd therapy utilizing the liberty select cycler with the liberty cycler set and the patient event of peritonitis. However, there is no documentation in the complaint file to show a causal relationship between the peritonitis and use of the liberty select cycler and cycler set. Additionally, there is no allegation of a device malfunction or deficiency, or cycler set defect reported for the event. Although the cause of the peritonitis was not determined, the pdrn stated the patient was diagnosed with an ongoing exit-site infection just prior to an initial event of peritonitis on (B)(6) 2022. Exit-site infection constitutes a significant risk factor for peritonitis. The culture resulted positive for coagulase negative staphylococcus, a predominant normal flora on human skin, which supports that the peritonitis originated from the exit-site infection as these organisms have the highest risk of subsequent peritonitis from an exit-site infection. Relapsing or recurrent peritonitis is often seen in cases of coagulase-negative staphylococcus peritonitis. These organisms can produce a biofilm on non-biologic surfaces such as pd catheters. Relapsed and repeat coagulase-negative staphylococcus peritonitis were common and relapsed peritonitis was an independent predictive factor for non resolution of coagulase-negative staphylococcus peritonitis. Based on the available information and no allegation or evidence of a malfunction, deficiency, or defect, the liberty select cycler and cycler set can be excluded as the cause of the patient¿s peritonitis event.

Event description:
During follow-up for a reported infection, it was reported that this peritoneal dialysis (pd) patient was diagnosed peritonitis on (B)(6) 2022. The patient¿s peritoneal dialysis registered nurse (pdrn) provided additional information. The patient was diagnosed with peritonitis on (B)(6) 2022 (no signs/symptoms provided). The pd effluent culture resulted positive for coagulase negative staphylococcus (no species provided). This event was classified as repeat peritonitis (an episode that occurs more than 4 weeks after completion of therapy of a prior episode with the same organism). The patient was administered intraperitoneal (ip) vancomycin (dose, frequency, and duration unknown). The pdrn stated the cause of the peritonitis was not confirmed; however, the patient was diagnosed with an ongoing exit-site infection shortly before the initial peritonitis episode was diagnosed. There was no further information available related to the exit site infection. The patient did not require hospitalization for the event. The patient continued completing pd therapy utilizing the liberty select cycler during recovery. On (B)(6) 2022, the patient was once again diagnosed with peritonitis. The pd effluent culture was positive for the same organism, coagulase negative staphylococcus. This event was classified as relapsing peritonitis (an episode that occurs within 4 weeks of completion of therapy of a prior episode with the same organism). The patient was once again initiated on antibiotic therapy with ip vancomycin (dose, frequency, and duration unknown). It was determined that the patient¿s pd catheter (not a fresenius product) was to be removed and the patient was to transition temporarily to hemodialysis (hd). The patient transferred to in-center hd at another clinic on (B)(6) 2022. The patient was scheduled to have the pd catheter removed on (B)(6) 2022. The pdrn stated the plan is to have the patient return to pd therapy once the infection resolves, but that cannot be confirmed.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
During follow-up for a reported infection, it was reported that this peritoneal dialysis (pd) patient was diagnosed peritonitis on (B)(6) 2022. The patient¿s peritoneal dialysis registered nurse (pdrn) provided additional information. The patient was diagnosed with peritonitis on (B)(6) 2022 (no signs/symptoms provided). The pd effluent culture resulted positive for coagulase negative staphylococcus (no species provided). This event was classified as repeat peritonitis (an episode that occurs more than 4 weeks after completion of therapy of a prior episode with the same organism). The patient was administered intraperitoneal (ip) vancomycin (dose, frequency, and duration unknown). The pdrn stated the cause of the peritonitis was not confirmed; however, the patient was diagnosed with an ongoing exit-site infection shortly before the initial peritonitis episode was diagnosed. There was no further information available related to the exit site infection. The patient did not require hospitalization for the event. The patient continued completing pd therapy utilizing the liberty select cycler during recovery. On (B)(6) 2022, the patient was once again diagnosed with peritonitis. The pd effluent culture was positive for the same organism, coagulase negative staphylococcus. This event was classified as relapsing peritonitis (an episode that occurs within 4 weeks of completion of therapy of a prior episode with the same organism). The patient was once again initiated on antibiotic therapy with ip vancomycin (dose, frequency, and duration unknown). It was determined that the patient¿s pd catheter (not a fresenius product) was to be removed and the patient was to transition temporarily to hemodialysis (hd). The patient transferred to in-center hd at another clinic on (B)(6) 2022. The patient was scheduled to have the pd catheter removed on (B)(6) 2022. The pdrn stated the plan is to have the patient return to pd therapy once the infection resolves, but that cannot be confirmed.